Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The product involved in the report has not been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2015-00212 for the second report. The tube develops little blister-like or bumps throughout the tube and then starts leaking. The physician believes it could have something to do with how the family is caring for the tube but the family states they are doing as instructed. The tube was originally placed in (B)(6) 2015 and the first incident occurred and the tube was replaced (B)(6) 2015. Now, the second incident occurred and it was replaced today on (B)(6) 2015. No injury reported..